Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was observed outside the loading device. Blood was observed on the delivery device which indicates an attempt was made to introduce the device into the aorta. The white plunger was not observed in the photograph. There were no visual defects observed on the aortic cutter in the photograph. There was no seal or tension spring assembly observed in the photograph. Based on the non-return of the device as well as the photographic inspection, the reported failure "activation problem" was not confirmed. The lot # 3000255278 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) umbrella cannot be loaded successfully during the operation. The device was loaded completely according to the step 1,2,3,4. The seal didn't deploy properly. The doctor used another instead to complete the operation. There was no harms and side effects to the patient.